Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer stated she was having lost sensor alarm and not sure if it was related to this issue. Customer's blood glucose was 6.9mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No unexpected button error alarm was noted. The displacement test could not be performed and no lost sensor alarm could be verified due to an unresponsive keypad. The act button was unresponsive due to corroded keypad traces. The insulin pump was received with a cracked display window, a cracked case at the display window corners, a broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, a broken belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.